Manufacturer narrative:
(B)(4).

Event description:
The clinician reported that the patient complained of having dizzy spells, the right ventricular lead exhibited noise. The noise could no be reproduced with pocket manipulation or isometrics. The lead was capped and replaced successfully on (B)(6) 2016. The patient's condition was stable during and after the procedure.